Event description:
It was reported that patient underwent an initial shoulder arthroplasty in 2010. A revision procedure has been indicated due to suspected humeral tray failure; however, there has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-05550.